Manufacturer narrative:
(B)(4). This lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, this defibrillation lead exhibited high capture threshold with loss of capture. Additionally, a decrease in sensing and impedance measurements was observed along with oversensing. Fluoroscopy revealed the lead had dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.